Event description:
I am a user of freestyle libra 3plus. I have been using this for about a year and before that libra freestyle for several years. Recently I experienced several failures. At least three consecutive sensors failed prematurely. These are serial numbers: (B)(6). We have had other premature sensor failures, but the frequency seems to be increasing. We reported the failures to abbott and they arranged for replace representative was unable to answer questions about the cause of the failures or put us in touch with a person who could provide us with a completed investigation report. Reference reports: mw5177573, mw5177574.